Manufacturer narrative:
(B)(4). Device evaluation summary: batch number hv30511045 was released by qc according to defined specifications. The documentary research in the batch files shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. The exact cause for the event is then impossible to determine.

Event description:
An allergan representative forwarded a report from a physician's office which stated during treatment with juvederm ultra plus the patient lost consciousness. Hyaluronidase was administered and a CT scan were performed. The report indicated the symptoms resolved. Patient has no prior history of dermal fillers. No other patient information was given.